Manufacturer narrative:
Date of event was reported as 3-4 weeks ago ((B)(6) 2016).

Event description:
Information received from the patient reported that their implantable neurostimulator (ins) device was ¿sending shocking¿ to the bottom of their foot which began 3-4 weeks ago. The patient¿s healthcare professional (hcp) told the patient to contact the manufacturer to adjust the therapy. The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.